Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Date of sensor insertion is an approximation. The patient stated the cgm was displaying 5.0mmol/l and felt lightheaded. The patient was unable to take a bg reading to compare to the cgm; however, the patient indicated that they took fast acting glucose gel and approximately 10 minutes later, the cgm alerted them of a low. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.